Manufacturer narrative:
[Refer to manufacturer report #3004209178-2018-03121 for details pertaining to the reportable related event.] If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient has been complaining of one side ins taking hours to charge. Caller says the patient has to "get it right on there" to charge and it is easier when someone else is present to help. Caller further reported a call your doctor screen on the recharger but they are not sure what specific code it was. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the cause of the recharging taking longer was unknown. The rep handled the problem and the issue is resolved.